Event description:
A driveline repair was performed on (B)(6) 2021. The external portion of the driveline showed the silastic separated from the metal connector of the driveline. Twisting of the driveline was also noted at about halfway. The majority of the driveline was replaced.

Event description:
It was reported that the patient was presented to the clinic on (B)(6) 2021 with a damaged, taped driveline. The driveline was separating from the metal connector and bend relief. The vad coordinator was instructed to secure the separating area with rescue tape.

Manufacturer narrative:
Section d9: only replaced portion of the driveline was returned. Manufacturer's investigation conclusion: evaluation of the patient¿s replaced portion of the driveline from (B)(6) confirmed a separation of the bend relief from the controller connector, as well as superficial damage to the bend relief and silicone jacket of the driveline. The patient underwent a driveline replacement on (B)(6) 2021. The returned portion of driveline measured approximately 12.5 inches. There was rescue tape from the controller connector to approximately 4.5 inches from the controller connector. Upon removal of the rescue tape, the distal end bend relief was separated from the controller connector, and there was superficial damage to the bend relief approximately 0.5 inches from the controller connector and to the jacket approximately 3 inches from the controller connector. There was breakdown in the metal braided shield from approximately 2.5 to 3 inches and 7 inches from the controller connector. The layers were carefully removed to evaluate the underlying wires. Examination of all of the underlying wires under a microscope, as well as high potential testing, did not reveal any insulation breaches that would have contributed to an electrical short. The heartmate ii lvas IFU rev. C is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. Heartmate ii lvas patient handbook (rev. C) is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 01may2017. No further information was provided. The manufacturer is closing the file on this event.